Event description:
A severely overweight pt with a periprosthetic hip, distal fracture, status post curved broad lcp plate implantation in (B)(6) 2011, experienced a fall on an unknown date. X-rays showed, the plate was broken. On (B)(6) 2011, the hardware was removed and the surgeon noted a nonunion of the fracture. Pt was revised to a new implant of the same type.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.